Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a calibration error message and hypoglycemic event on (B)(6) 2014. Patient stated that after experiencing a low blood glucose level she passed out and her husband called the paramedics. Patient was administered iv350 by the paramedics. At the time of contact no further medical intervention was reported and the patient was doing okay.

Manufacturer narrative:
(B)(4).